Manufacturer narrative:
Section d4 other # field is populated with the di number. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient¿s reported pain was a normal procedural soreness . The reported pain and some neurologic symptoms was a pre-existing symptoms having no pain relief from the scs.

Event description:
A report was received that the patient was experiencing extreme pain and developed weakness in the legs a few days after the implant surgery. It was believed that the etiology was unknown regarding the loss of strength and function. The patient's condition had improved and the patient will be seen by the physician for injections.

Event description:
A report was received that the patient was experiencing extreme pain and developed weakness in the legs a few days after the implant surgery. It was believed that the etiology was unknown regarding the loss of strength and function. The patient¿s condition had improved and the patient will be seen by the physician for injections.